Event description:
A hospital in (B)(6) reported via a distributor that a leak from the water trap of an rt105 adult breathing circuit was detected during the ventilator leak test. This occurred before use on a patient.

Manufacturer narrative:
(B)(4). This product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt105 adult breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. Upon investigation, a leak was found in the seal between the water trap bowl and the water trap top. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. (B)(4).